Event description:
It was stated that the device was received on november 27,1997 and used for a procedure on november 28,1997. Today, after soaking the bougie, it was to be put away and a crack was noticed toward the tip of the bougie. No harm to pt and no apparent leaking of mercury.